Event description:
Discordant, false positive rubella igg results were obtained on a patient samples on an immulite 2000 instrument. The discordant false positive result was reported to the physician(s), who questioned it. The sample was tested in an alternate laboratory, resulting negative. The sample was repeated on the original instrument, resulting positive. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false positive rubella igg results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cse adjusted the probes and replaced the vacuum pump. The system has been decontaminated due to a water quality issue. The cause of the discordant, false positive is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.